Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station failed to cross patient orders from pyxis to epic and multiple stations were affected. The technical support specialist (tss) had investigated the failure of patient orders crossing from pyxis to epic, affecting multiple stations. The customer had confirmed the issue persisted, and new samples and patient details had been provided. Although the server had been shared, access from the pharmacy enterprise system had been unsuccessful. A query had been run, but the database server had not been accessible. The tss had advised the customer to check with the information technology team, which had been informed of a connection error. The software team had been notified, and upon verification, the database server had become accessible, allowing messages to cross over successfully. No critical notices had appeared on the health sight viewer. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was experiencing an issue where orders were not crossing over from pyxis to epic. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.